Event description:
It was reported that the implantable pulse generator (ipg) was approaching elective replacement indicator (eri). The patient became symptomatic as the device went into vvi pacing mode. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) was approaching elective replacement indicator (eri). The patient became symptomatic as the device went into vvi pacing mode. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.